Manufacturer narrative:
The console, mag monitor and motor involved in the reported event were returned for evaluation. Full functional testing of the returned devices was performed using laboratory equipment. The console, mag monitor and motor operated as expected during the testing and at no time did the monitor to flicker or screen to go black or a motor stoppage occur. Long runtime, interference (electromagnetic fields) from outside and vibrations during operation testing didn¿t trigger any failure on the returned systems and the incident was not reproduced. Following an onsite visit by the manufacturer¿s representatives, it was determined that the customer had used a custom-made (non-manufacturer) cart and conductive metal fixtures to mount the console units and attach the monitor. These were noticed to be different from the non-conductive standoff fixtures supplied with the console. The motor-stop and system-restart events were able to be reproduced with electrostatic discharge events in combination with an incorrect installation of the centrimag system. When the non-conforming, custom-made fixtures (metallic poles from the customer) were used to affix the consoles to the cart in order to perform the esd immunity testing, events of motor-stops and the console-displays¿ resetting were noted. These results revealed that the use of the custom-made fixtures did not comply with the iec 61000-4-2:2008 standards. During the investigation, the reported and observed motor stop and system restart events were reproduced under electrostatic discharge conditions when the customer¿s custom conductive standoff was used. If the system was setup per the instructions for use and conforming manufacturer¿s accessories were used, the esd events triggering system failures were not reproduced. The root cause of the reported event was therefore determined to be the use of the custom conductive fixtures. The customer was informed to discontinue future use of these custom fixtures. Review of the device history records for the returned devices (console, mag monitor and motor) showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age, gender and weight were not provided. (B)(4). The primary console is not a single use device. The approximate age of the device from the date of manufacture is 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the patient was on va extracorporeal membrane oxygenation (ECMO) via thoracotomy, and required a surgical procedure for washout and tamponade. At that time, the perfusionist noticed that the console had a solid green light for the ac icon when it was plugged in during the procedure, but also an intermittent blinking green light for the battery icon. When transporting the patient and console unit out of operating room (or), the monitor "flickered", but both the device and the patient were reportedly stable. The battery life on the monitor was checked and was at 3 hours and 10 minutes. The perfusionist reported that the primary console and monitor display went blank, pump stoppage occurred, and the patient became hypotensive. No alarms were reported. The clinicians performed light chest compressions and epinephrine was administered. The perfusionist attempted to plug the motor into the backup console, but could not successfully make the connection. The pump head was then taken out and placed into the backup motor and attached to the backup battery console. The retention screw on the backup motor was crooked, but the pump was able to be properly seated, and device flow was restored to the patient. At the bedside in the intensive care unit, the pump was placed in a new primary console and motor set up. The patient required another surgical procedure for bleeding, and during the procedure a transesophageal echocardiogram revealed that device function was at baseline. The biomedical engineers from the hospital reported that all of the equipment underwent electrical safety checks performed upon receipt of the products in january 2017. No additional information was reported.